Event description:
During a procedure, the maverick2 monorail ptca catheter balloon ruptured at nominal atms on inflation. The numver of inflations and to what atms is unk. The lesion being treated was a calcified, 75% stenotic lesion in the left anterior descending (lad) coronary artery. All concomitant using products were unk. No pt injuries or complications were reported. Pt status is reported as "good".